Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they were experiencing high blood glucose due to air bubbles in the tubing and in the reservoir. Customer¿s blood glucose was 500 mg/dl. Customer noticed the air bubbles during therapy. Customer declined to troubleshoot for high blood glucose as the issue was caused by getting air bubbles in the infusion set/reservoir. Reviewed with the customer the best practices for handling insulin for reservoir fill. The reservoir will be returned for analysis.

Event description:
The customer clarified that they are not returning the products back for analysis.